Event description:
Same case as 1527460-2010-00198, 00199 and 00200. The complainant reported an over-delivery. The intended delivery was 200ml over 4 hrs at a rate of 45ml/hr; however, the actual amount received was 200ml in 30 minutes.

Manufacturer narrative:
(B)(4): the device reported, list number 55238, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.